Manufacturer narrative:
Section d4: device lot number was not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power cable was not fully attached to the system controller. The patient experienced a couple of low voltage alarms and one was accompanied by a no external power alarm on (B)(6) 2024. The 14v batteries were noted to be expired and new batteries were ordered. The event log file captured several random power cable disconnect events which occurred on both wall and battery power. The low voltage hazard/no external power event on (B)(6) 2024 at 12:01 was confirmed in the log files. The patient was using the mobile power unit at the time of the no external power.

Event description:
The patient underwent a system controller exchange on (B)(6) 2024. Log files were submitted for review and captured a no external power alarm and multiple other associated alarm types on (B)(6) 2024. This was caused by the 14-volt batteries being allowed to drain. There was no interruption in pump support during these events.

Manufacturer narrative:
Section d4, primary UDI number: updated. Manufacturer's investigation conclusion: the reported event of no external power when connected to the mobile power unit ((B)(6)) was confirmed via log file analysis. A review of the submitted logs revealed that on (B)(6) 2024, at 12:01:24, a low power hazard and power cable disconnect alarms activate while connected to the mobile power unit. The voltage on both leads continues to drop which is consistent with slow discharge of the mpu capacitors when they suddenly lose power. The alarms progress to a no external power alarm at 12:01:28 and immediately regresses back to a low power hazard alarm. The system controller backup battery supplied power to the system during this event and pump function was not affected. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the mpu has a v-lock connector on the ac power cord, if the ac power cord became disconnected from the wall outlet or from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.